Event description:
It was reported that a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc had leakage. The following was reported, "material no. 382512 batch no. 8268621 it was reported that fluid was leaking at point where catheter is bonded to catheter hub. "We had an incident in the oncology clinic at the hospital today involving bd insyte autoguard bc ref 382512 lot 8268621 I have responded below in red to the questions in response to such an incident: date and time of event: march 19, 2019 at 11:30am description of incident: immediately upon insertion of IV catheter, it was noted that fluid was leaking at point where catheter is bonded to catheter hub. If there was patient involvement, was there patient harm? No, other than we needed to re-site his IV. If there was patient involvement, what patient information are you able to provide? (For reporting purposes) admitting diagnosis/relevant history: multiple myeloma what was the medication/fluid in the set? Saline did fluid leak? Yes I have kept the catheter if you wish to have it sent off for testing."

Manufacturer narrative:
H.6. Investigation: during DHR review ¿ all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. ¿ review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. ¿ no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defects were not identified or confirmed and a root cause was not established.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 24 g x 0.75 in (0.7 x 19 mm) insyte autoguard bc had leakage. The following was reported, "material no. 382512, batch no. 8268621''. It was reported that fluid was leaking at point where catheter is bonded to catheter hub. "We had an incident in the oncology clinic at the hospital today involving bd insyte autoguard bc ref 382512, lot 8268621. I have responded below in red to the questions in response to such an incident: date and time of event: (B)(6) 2019 at 11:30 am. Description of incident: immediately upon insertion of IV catheter, it was noted that fluid was leaking at point where catheter is bonded to catheter hub. If there was patient involvement, was there patient harm? No, other than we needed to re-site his IV. If there was patient involvement, what patient information are you able to provide? (For reporting purposes) admitting diagnosis/relevant history: multiple myeloma. What was the medication/fluid in the set? Saline. Did fluid leak? Yes. I have kept the catheter if you wish to have it sent off for testing."